Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and determined that the unit's printer needed replaced. Based on the technician's observations, the printer paper was jammed from not being loaded properly into the printer attributing to the reported event. The v-pro max sterilizer operator manual states ""note: never permit unqualified persons to service this sterilization unit." "8.3 routine operator maintenance. Daily - check printer paper supply. Change printer paper roll per instructions listed in change printer paper roll." The technician replaced the unit's printer, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled the user facility on proper loading of the printer paper. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the printer to their v-pro max sterilizer was "making noise" and "emitting smoke." No report of injury.